Event description:
Nearly five years postoperatively, the pt was diagnosed with aortic insufficiency secondary to left ventricular failure and echo demonstrated paravalvular leak. The valve was explanted and replaced with a 25 mm medtronic valved conduit and the pt's pacemaker was also replaced.